Event description:
Baxter product surveillance received a report from a home patient's nurse that the minicap had fallen off of a transfer set. The home patient had lost the cap, during the middle of the night in the bathroom. It wasn't discovered u,ntil the next morning. The home patient is in training, and does not currently perform peritoneal dialysis exchanges as of yet. The minicap has been attached to the transfer set, since 05/2006, when the patient last had the catheter flushed. Although prophylactic antibiotics were administered (1g cephazolin and 1g of ceftazidine), there was no patient injury or further medical intervention required.